Manufacturer narrative:
From the data received, there is evidence of benzalkonium interference. It appears that the patient sample was contaminated with a benzalkonium type chemical. The 1 point calibration after the patient sample detected the benzalkonium presence and the system went into benzalkonium mode. The drift was 10.5 mmol/l for the 200 cal reagent which did not trigger the d2 limit since the d2 limit in benzalkonium mode is 50 mmol/l. Benzalkonium is a known interfering substance as listed in the rp500 operator's manual. Instrument is performing as intended.

Event description:
A customer at (B)(6) had a sodium sensor on a rp500 serial number (B)(4) that resulted with higher than expected value of 162.8 mmol/l. The patient sample was tested on a clinical chemistry system and obtained an expected value of 140 mmol/l. There was no report of injury due to this event.